Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation." "As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined." None.

Event description:
Cook (B)(4) reported for the customer, "content that was tried to be inserted into the capsule was leaking out." "Product won't be returned." "Customer disposed of it." "Leaking fluid inserted into port chamber seemingly direct out of the chamber. Not sure if out of connection to catheter or elsewhere. I will get x-rays, but in two weeks earliest." Per complaint reporting form: "leaking of fluid inserted into port chamber seemingly direct out of the chamber. Not sure if out of connection to catheter or elsewhere. I will get x-rays, but in two weeks earliest. Unfortunately product has been disposed so it will not be returned for investigation" no section of the device remained in the patient or had to be retrieved. No additional procedure were required due to this occurrence: explantation of complaint device, implantation of new device. No adverse effects on the patient were reported.